Event description:
Medtronic received additional information that the worsening of nih stroke scale was associated with the symptomatic intracranial hemorrhage. The relation of symptomatic intracranial hemorrhage and procedure/device usage remains unknown. Post intervention nih stroke scale 40.

Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Reference (B)(4).

Event description:
Medtronic received information through clinical trial data review. The patient was reported to have suffered an acute stroke while being hospitalized (unknown why the patient was initially hospitalized). The mechanical thrombectomy (mt) device was reported to have made 3 passes within the right common carotid artery. This achieved thrombolysis in cerebral infarction (tici) 2a and arterial occlusive lesion (aol) 1. During the procedure, extravasation was observed. It was reported that a craniotomy was performed to remove of the hematoma and external decompression was performed. Extravasation was seen in right cerebral hemisphere extensively (ph2). The patient hospital stay extended, as the patient remains unconscious and with aftereffects. The physician determined the cause was associated with the device usage and the treatment since the bleeding occurred after deployment of the mt device. T-pa treatment was not indicated to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.